Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2420-0007 and lot # 26015304 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jan2026. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: writer was called into the room because the family noticed a leak in one of the pump channels. Writer opened the channel to examine the tubing and found a small puncture in the soft portion of the tubing. The medication line had been infusing a dose of meropenem, which was done at the time of examination. A small amount of fluid was noticed on the floor, so the exact dose of antibiotic administered to the patient is unknown. Writer discarded the line and examined the pump channel. No defect in the channel was noted. The tubing is a regular alaris pump tubing. Device available for investigation: no level of harm: no apparent harm - reached the patient/person -- inconvenient device name/description: set alaris pump with check valve 2 needle free ports manufacturer code/model: 2420-0007. Serial or lot number: (B)(6).